Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two everflex self-expanding stents were used to treat residual stenosis in the left mid sfa and popliteal artery. Approximately 40 months post procedure, the patient suffered re-stenosis in the left sfa and was treated approximately 3 weeks later with 1 in.pact admiral deb and a hawkone atherectomy device. The outcome is reported as resolved, patient recovered.